Event description:
It was reported that one instance of low lv lead impedance was observed when a patient presented in clinic for follow up. Subsequent measurements were in range. Session records indicate that telemetry interference might be related to the low lv lead impedance measurement. The patient will continue with routine follow up. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.